Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The log indicated an 'oxygen (o2) sensor out of range at cal' event. This event conveys that resultant voltage from the o2 sensor circuit and indicated that the sensor output was out range. The o2 sensor output in ambient air was 9.3 millivolts (mv) which is within the specification range of 9-13 mv. A calibration attempt failed. The sensor output during calibration was 42.3 mv with an o2 saturation measured by the analyzer of 95.4%. The log indicated an 'o2 sensor out of range at cal' event. The pst installed a luo o2 sensor and calibration was successful. It was determined that the o2 sensor did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr replaced the epgs. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the electronic patient gas system (epgs) would not calibrate. There was no patient involvement.